Event description:
Patient was in for right femoral to peroneal bypass. Doppler probe used to check pulses on operative field without incident prior to bypass grafting. Bypass anastomosis completed, pulse checked with doppler probe with poor audible pulse. A second doppler probe was used and pulses with excellent audible pulse obtained.